Event description:
It was reported that the patient's ipg stopped connecting to external devices following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿ipg inoperable after surgery¿ was confirmed. Per the event details the patient had an unrelated hip surgery after which the device was no longer able to communicate with. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state on the day of the unrelated surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.